Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25g 5/8in packaging did not tear smoothly along the perforations before use. The following information was provided by the initial reporter: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realised the extent of product that is being thrown out as no longer sterile. Another colleague was having the same issue so decided to let bd know."

Manufacturer narrative:
H.6 investigation summary: one sample was received by our quality team for evaluation. Upon visual inspection, damage on the package at one side on the blister pack and poor cutting-lines at the edge of the blister pack indicating poor perforation was observed; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The primary packaging process was reviewed. At the perforation station, there are perforation knives to create the perforation cuts. Based on the investigation, the probable cause of poor perforation could be due to the perforation knife was blunt due to wear and tear causing incomplete cut lines on the unit package. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 25g 5/8in packaging did not tear smoothly along the perforations before use. The following information was provided by the initial reporter: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realized the extent of product that is being thrown out as no longer sterile. Another colleague was having the same issue so decided to let bd know."